Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 189 mg/dl, 98 mg/dl (vial 1 of strip lot 491632), and 169 mg/dl (vial 2 of strip lot 491632). Customer had two vials of the same strip lot. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.